Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge his ipg as recommended. As such, the patient is unable to establish communication between his ipg and external devices. The patient's programmer also reflects a communication error and the patient has been without stimulation for 1.5 months. Consequently, surgical intervention may be taken to address the issue.